Event description:
On (B)(6) 2025, a patient was being treated at (B)(6) center for an abdominal aortic aneurysm (aaa) endoleak in conjunction with bilateral iliac branches to address distal seal in the original medtronic endurant stent graft (mdt endurant). The aaa embolization occurred first procedurally where dr. (B)(6) implanted 50 imp-fx-12 plugs. The right then left iliac branches treatment using gore devices followed afterwards. At the end of the procedure embolization was complete, and the patient was in stable condition. The patient remained in the hospital per normal procedure, however overnight (post-operation) the patient experienced intracerebral hemorrhage (ich) and expired. It was reported by shape memory medical (smm) representatives, (B)(6), who were notified and communicated with dr. (B)(6) of the adverse event, that the ich was unrelated to the aaa embolization/smm devices. Dr. (B)(6) stated that, "he [the patient] had balloon angioplasty of his aortic valve two days ago so probably hemorrhagic transformation."

Manufacturer narrative:
Based on the information received, the patient had undergone procedure on (B)(6) 2025 of an abdominal aortic aneurysm (aaa) endoleak using imp-fx-12 devices. 50 devices were deployed to the target site without any incident. At the end of the procedure, embolization was complete and the patient was in stable condition. The patient had expired overnight on (B)(6) 2025 experiencing intracerebral hemorrhage (ich). It was reported by smm representatives, (B)(6), that dr. (B)(6) stated, "he [the patient] had balloon angioplasty of his aortic valve two days ago so probably hemorrhagic transformation" that caused the ich. No smm devices were used in the prior balloon angioplasty procedure that occurred before on (B)(6) 2025. No imaging or additional evaluation was performed at the time of the event as well as no autopsy or further examinations were performed to confirm the cause of death. Additionally, review of the lot history record and accompanying lot release report identified no quality issues related to the device performance or indicative of a device malfunction which could be attributable to the event. Therefore, without additional information the specific root cause associated with the event cannot be definitively determined. A supplemental report will be filed should additional information be received. (B)(4).